Event description:
It was reported that during use on a patient the device suddenly generated the alarm "technical failure" and stopped ventilation. The patient was immediately connected to the standby oxygen bag - no injury or health consequences reported.

Manufacturer narrative:
Reportedly the affected device was checked by the hospital's technical department and the battery was exchanged - no further information could be obtained, the event occured 4 months ago. No involvement or service contract with draeger - the manufacturer is not able to draw a concrete conclusion about the root cause of the reported "technical failure" but emphasizes that the situation was alarmed and displayed by the device. The user of this emergency ventilator is always present and - as reported - can change to an alternative ventilation method that has always to be kept as a back-up immediately.